Event description:
It was reported that during a ureterorenoscopy (urs) procedure to dissolve a stones in the patient ureter, the fiber connection started to smoke when the console pedal was pressed. The procedure was completed with another fiber without patient complications.